Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the issue with the explant not healing had not been resolved and it still hurt where they took the battery out.

Event description:
A patient reported they had not been using their implantable neurostimulator (ins) for about 3 or 4 months and had turned it off. After they shut the battery off, the implant battery was aggravating the right side of their butt. When they bang into the implant it hurts. Follow up from the patient reported that the battery was sensitive around the implant site. The aggravating of the buttocks on the right side was resolved when they turned the device off. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. Additional information from the patient reported the patient's device was removed due to it causing them pain and bruising and to the previously reported issues. They stated they got a call from someone at the manufacturing company who set up the date to have it removed. They were still not healed from the explant at the time of the report. They thought that was because they were a diabetic and they thought they removed the stitches too soon. After the device was removed, the blood "busted out" and when they got home it was all over their clothes. The patient clarified that "busted out" meant it was not healed. They also had to get "steristrips or butterfly" they put on to stop the blood. This occurred about a week after the explant. When asked about the event date, the patient stated they were going through a death in the family and they could not remember the date of the explant or any of the dates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.